Event description:
Customer reported receiving an error 3 when a test strip was inserted and a battery and booklet icon appeared on the display of their freestyle blood glucose monitor. Although the meter was set to the correct unit of measure, the meter is exhibiting signs of the memory overwrite malfunction. Customer also reported experiencing symptoms of confusion and headache due to inability to test. Customer went to the ER where she was diagnosed with hyperglycemia and treated with insulin. An investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.